Event description:
Device report from (B)(6) reports an event as follows: the site mue (B)(6) reported two adverse events in our database which is considered possibly related to the device. Subject mue-008. Ae3: postoperative adverse event: nonunion. Is the ae related to the tibial fracture and/or treatment of tibial fracture? Yes. Is the ae related to the device? Yes. Dps implant was used. Ae4: postoperative adverse event: nonunion. Is the ae related to the tibial fracture and/or treatment of tibial fracture? Yes. Is the ae related to the device? Yes. Dps implant was used. This report is for a 10mm ti cannulated tibial nail-ex/390mm-sterile. This is report 2 of 2 for pc-(B)(4).

Manufacturer narrative:
Patient height reported as (B)(6). Patient date of birth is an unknown date in (B)(6). Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.